Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding constant including blood clots/ blood clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation tests". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding constant including blood clots"), mood swings ("hormonal changes"), migraine ("migraines/headache"), tooth disorder ("dental problem"), dysmenorrhoea ("painfull cramps during cycle"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss") and abdominal distension ("feeling bloated"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2017. In (B)(6) 2019, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. At the time of the report, the mood swings, migraine, tooth disorder, dyspareunia, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received event " patient didn¿t undergo essure confirmation tests" was added. Event coagulopathy clubbed with menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding constant including blood clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding constant including blood clots"), mood swings ("hormonal changes"), migraine ("migraines/headache"), tooth disorder ("dental problem"), dysmenorrhoea ("painfull cramps during cycle"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), abdominal distension ("feeling bloated") and coagulopathy ("blood clotting"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2017. In (B)(6) 2019, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. At the time of the report, the mood swings, migraine, tooth disorder, dyspareunia, alopecia, abdominal distension and coagulopathy outcome was unknown. The reporter considered abdominal distension, alopecia, coagulopathy, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: pfs received. Reporter information and event : blood clotting added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding constant including blood clots') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding constant including blood clots"), mood swings ("hormonal changes"), migraine ("migraines/headache"), tooth disorder ("dental problem"), dysmenorrhoea ("painfull cramps during cycle"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss") and abdominal distension ("feeling bloated"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2017. In (B)(6) 2019, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. At the time of the report, the mood swings, migraine, tooth disorder, dyspareunia, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: significant f/u received, event was added- vaginal bleeding, menorrhagia, abdominal bloating, hair loss, painful intercourse, cramping, migraine, mood swing, tooth disorders etc. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.